Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device revealed lifted hybrid bond wires. Concomitant product: 5054, lead, (B)(6) 2000. (B)(4).

Event description:
It was reported that during follow up check implantable pulse generator (ipg) telemetry could not be established, and there was no sign of pacing when the programmer head was placed on the patient. The patient was referred to a different healthcare facility, where the device was explanted and replaced. No patient complications have been reported as a result of this event.